Manufacturer narrative:
The technician replaced the head up and down valves to repair the bed.

Event description:
Information received indicates the head section is drifting down from 30 degrees to the flat position within 1 1/2 hours.